Event description:
Plastic extension on laryngoscope fell off during anesthesia and was discovered when the pt was transferred to the recovery area. Pt suffered some soreness of the throat for 24 hrs but subsequently recovered without add'l problems.